Event description:
At about 2 years and 7 months after the primary surgery, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised successfully the head and liner.

Manufacturer narrative:
Batch review performed on 26-jul-2022: lot 1900223: (B)(4) items manufactured and released on 16-apr-2019. Expiration date: 2024-04-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional item involved in the event, batch review performed on 26-jul-2022: ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot. 1904653. Lot 1904653: (B)(4) items manufactured and released on 25-sep-2019. Expiration date: 2024-09-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Manufacturer narrative:
The primary surgery date was on (B)(6) 2019.